Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted and replaced due to an unknown reason. No additional adverse patient effects were reported. Additional information was requested from the field for more information, and device return; however, no response was received.